Event description:
It was reported that the atrial lead exhibited noise, unacceptable thresholds and a sensing anomaly. The lead was explanted and replaced. The patient was in good condition after the procedure.